Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported via manufacturer representative a fractured lead that was discovered during lead revision. The patient was undergoing revision, replacing old equipment with surescan leads. During removal of old leads, the right lead was discovered to be fractured. The lead was not being used and the patient still had full coverage of painful area with the old leads. The indication for implant was spinal pain.